Event description:
Patient is experiencing pain and tightness in flexion. Surgery is planned to remove adhesions and exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.